Manufacturer narrative:
(B)(4).

Event description:
Also, it was noted that the customer experienced resistance when filling the cartridges.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridges leaked from the septum. The customer's blood glucose level was not impacted. It was noted that the customer was able to load a new cartridge and resume insulin delivery.